Event description:
It was reported by the rep that the (1) tlc75 was used during a bowel resection procedure. It was reported that the device locked out during firing. There was no pt consequence. 8/2/2000 add'l info: case was completed with another tlc75.